Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lbz653 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate note: events reported via mw# 2210968-2020-05211.

Event description:
It was reported that the patient underwent achilles repair on (B)(6) 2020 and suture was used. The suture broke when knotted for the first time. The procedure was completed with a like product. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. H3 investigation summary: it was reported performance breakage suture. It was received for analysis an open box with unopened samples of product code z631e, lot lbz653. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.